Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was subsequently hospitalized; bg value was not provided. No additional information was reported pertaining to treatment received at the hospital to address the bg. Reportedly, the customer suspected that the pump delivered too much insulin resulting in the low bg; however, this could not be confirmed. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.